Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rubber portion of the sigma hp femoral broke loose from it's metal base during the impaction of the femoral implant, the case was not delayed and pieces of the impactor were retrieved.

Manufacturer narrative:
Investigation summary the device associated with this report was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Investigation summary the device associated with this report was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.